Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to ensure the pump was unplugged and to press the button using the tip of a finger with proper support. The button functioned as intended after these actions, and the caller acknowledged the resolution.